Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly and that the pump battery was depleting quickly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that a minimum fill notification intermittently occurred after the user filled the cartridge with 263 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. Customer resumed insulin delivery successfully. Customer¿s blood glucose level ranged from 120-200 mg/dl.